Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the patient was unable to charge their implantable neurostimulator (ins). They were getting poor communication on the programmer and were unable to establish communication with the recharger. The patient stated that they saw a ¿reposition antenna¿ screen displayed on the recharger. It was reported that the patient¿s last successful charging session and the last time they felt stimulation was a year prior to the date of this report. The patient stated that they stopped using their ins because they left the state for four months. It was confirmed that there were no issues with the ins at that time, the patient just stopped using it. It was further reported that the patient was ¿pretty bad now¿ and that their pain had gotten worse over the past few months. The patient explained that their pain was originally on one side and was now on both thighs. It was also reported that the patient¿s upper thighs felt numb. The patient stated that the stimulation was helping their lower back problem, but that wasn¿t what the device was implanted for specifically. About a week prior to the date of this report, the patient tried to charge the ins but was unable to. The patient was redirected to their healthcare provider (hcp) to address a possible overdischarge. No further complications were reported or anticipated. Indication for use is other chronic/intractable pain (trunk/limbs). Additional information received from the manufacture representative and the patient reported that the patient's ins had been in over-discharge due to it not being charged for over 5 months. The patient's ins was brought out of over-discharge but the patient's ins recharger had poor coupling and that the antenna was damaged so a new antenna was sent to them. It was later reported that the replacement antenna did not resolve the issue so a new insr was sent to the patient. A week following the ins being brought out of over-discharge the patient encountered a por message while trying to turn stimulation on. The patient was able to clear the por message, but felt a shocking sensation as stimulation began.